Event description:
It was reported that the device was used during a laparoscopy. It was reported by the rep that there was a slit in the ouetr gasket of trocar (not a new "mode" code). There was no consequence to the patient.